Manufacturer narrative:
(B)(4):the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the some of the keypad buttons had a delayed response and had weak spring back. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint the pump's label was found to be missing.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the keypad buttons were intermittently responsive. The reporter stated that keypad buttons required multiple button presses in order to get them to respond and that it was primarily the up arrow button that was intermittently responding to button presses. She stated that the issue started occurring a week ago. The reporter denied damage to the keypad. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.